Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of a loss of wireless telemetry, however the radio frequency transmitter was replaced as a preventive. Analysis did find loose radiofrequency and electrocardiogram connector on the link electronic module board and therefore the board was replaced. Analysis also found noisy power supply and system fans and a damaged power cord bay door, all were replaced. (B)(4).

Event description:
It was reported that the programmer radiofrequency (rf) programmer head connection has repeatedly stopped functioning or becomes loose. Additionally, recently a representative lost wireless telemetry during a case and technical services indicated that the rf head connection was the possible cause. The programmer has been returned for service. No patient complications have been reported as a result of this event.